Event description:
Country of complaint: (B)(6). Hand surgery slow degradation, after 2 weeks, the tread is still complete and must be removed because of the reaction.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s. Agent notified on: (B)(4) 2013. Evaluation on-going at manufacturing site.